Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: bahrain evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the dermatome lost power due to a cut in the cable. It is unknown whether an alternate device was needed to complete a surgery. There was no medical intervention, harm or delay. No additional unplanned skin graft was required to complete the procedure. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech found the unit's machined head, plug harness assembly, screw, spring pin, and reciprocation arm were damaged. Tech also found the unit's motor was corroded and motor speed was unstable. The machined head, plug harness assembly, screw, reciprocation arm, and motor were replaced. The push button contact came off of the switch and that was replaced as well. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.